Manufacturer narrative:
Isi has received the sureform 60 stapler instrument involved with this complaint and completed the product evaluation. The customer's reported issue was confirmed through the error logs. The instrument had experienced an unclamp failure. The instrument was used on (B)(6) 2022 on system (B)(4) and failed due to an unclamping failure which lead to a forced expiration, rendering the stapler unusable. The instrument was installed on a test system, but an error message of "do not reuse" appeared. The instrument was reset to remove the forced expiration and then reinstalled on the system. Initialization passed and the instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly, the clamp and fire tests passed, staple formation on test paper was proper, and the stapler unclamped properly without issue. Common causes may be attributed to either device design or use conditions. Regarding use, the sureform stapler instrument may experience unclamping issues due to obstructions in the path of the I-beam. No image or video was available for review. A review of the logs for the sureform 60 stapler (part number 480460-09 /lot number l10220725 0639) associated with this event was performed by a failure analysis engineer. Per this review of the logs, the stapler instrument was installed 2 times on the system. On the 1st install with a green reload there was an aborted clamp attempt at 45% completion, followed by 3 incomplete clamp attempts. These clamp attempts failed linearly with the 1st incomplete clamp failing at ~57%, 2nd at ~59%, and 3rd at ~68%. The logs showed no firing attempts on this 1st install. On the 2nd install, the system failed to detect the reload color and the user manually selected the green reload via the gui on the scc touchpad. There was one completed clamp followed by a completed fire with no pauses for compression. Following the completed fire with this instrument, there was an unclamping failure with parameters indicating a drivetrain failure. This unclamping error was logged in the msc logs as error code 22030, and required around 2 times the force (n) to unclamp than usual. Following this failure, an error 282 (tool forced expire) is logged in the msc logs 6x, indicating the system will no longer accept the instrument. This instrument was not fired again. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the stapler failed after initialization. Review of stapler logs confirmed only one firing was completed with no incomplete clamps or pauses for compression which was accompanied by an unclamping failure. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after initiating a stapling process, the sureform 60 stapler instrument indicated that the handle must not be used again. A new sureform 60 stapler instrument was unpacked, triggered once and this device could not be used for another stacking process either. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.